Event description:
It was reported that allegedly the key pad membrane has lifted due to ineffective adhesive and allows fluid ingress during cleaning and causes damage on scrolling display. Reportedly, kit assy door keypad with latch of the twenty five large volume pump modules with be replaced. There was no reported patient involvement.

Manufacturer narrative:
The customer¿s report that keypad membranes have lifted and allow fluid ingress was confirmed on the returned lvp front doors with keypads. The customer¿s report of damage to the scrolling display was not confirmed due to no display screens/boards being received for evaluation; however is suspected to result from fluid ingress being able to enter the gap between the keypad overlays and laminates during device cleaning or spills. External inspection performed on the 25 returned lvp door and keypad assemblies observed on 24 of the assemblies (16 labeled as carefusion and 8 labeled as cardinalhealth) that the top layer of the keypad laminate overlay was able to separate from the rest of the keypad laminate along specific points on the laminate with the majority of the observed separations along the right side of the scrolling display cutouts. An internal inspection was performed on all returned door and keypad assemblies. During internal inspection within each of the assemblies front and back doors covers, some had observed signs of contamination along the keypad cable traces and fiber optic lamps. The received affected lvp door assemblies with keypads were noted to be pre-design change. The customer¿s report that keypad membranes have lifted and allow fluid ingress was confirmed. The root cause was identified as the received affected lvp door assemblies with keypads being due to a pre-design change. The customer¿s report of damage to the scrolling display is suspected to result from fluid ingress entering the gap between the keypad overlay and the rest of the keypad laminate during device cleaning or spills. Bd¿s recommendation during the cleaning process is to not allow the cleaner to collect on the device and to not use an oversaturated cloth. Review of the s/n (B)(6) service history record showed the device had a manufacture date of 09oct2005. A review of the device service history record was performed beginning from the date of manufacture to the present date 23nov2020 and indicated that this device has been previously returned for service of an issue that was not related to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only the front door with keypad assembly was provided for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the key pad membrane has lifted due to ineffective adhesive and allows fluid ingress during cleaning and causes damage on scrolling display. Reportedly, kit assy door keypad with latch of the twenty five large volume pump modules with be replaced. There was no reported patient involvement.